Event description:
It was reported that the impedance and threshold of this implantable brady lead had increased in both unipolar and bipolar sensing configurations. The values were not provided at this time. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.